Event description:
Information was received from a consumer and healthcare provider via company representative regarding a patient with an implantable pump containing lioresal (2000 mcg/ml at 550 mcg). It was reported that when the company representative met the patient and her parents in pre-op they told them that she was experiencing withdrawal symptoms and had been on oral baclofen for the past few days. They said four days earlier she had a dye study and computed tomography (CT) scan done. When the company representative (rep) talked to the patient's healthcare provider (hcp), who was doing the pump revision, prior to surgery he said his plan was to check the catheter and then possibly replace the catheter and pump if he felt it was needed. The hcp dissected to the pump and when he checked the catheter, it aspirated very well. He unhooked the pump and the catheter was steadily dripping cerebrospinal fluid (csf). He said let¿s replace the pump since we are in here to make sure it¿s not an issue with the pump. We emptied the reservoir in the new pump, and when we went to empty the 15.2 ml¿s of baclofen out of her existing pump it was empty. We tried four different times to empty the reservoir, but it was empty. The hcp ordered 40ml of 2000 micrograms concentration of baclofen and the pharmacy had it up to the operating room (or) within 10 minutes. He filled the pump with 40cc¿s, then connected it, and checked the catheter to make sure it was aspirating correctly, then closed the incision. He reduced her dose from 550 micrograms per day to 400 micrograms and started the pump. Later, the rep spoke with the hcp again who manages the pump for this patient. The rep was going to let him know what it happened and when the rep walked into the office, he said he had already heard, and he had already looked back at his reports and realized he had been filling the pump with 20 cc for the last couple of years. He said it¿s a 40 cc pump, but they were constantly wasting a lot of drug when she would come in every six months for her refill due to it being such a low dose. So a year or two prior he talked with the parents and they decided to increase the concentration to 2000 micrograms so they wouldn¿t have to waste as much medicine. He told the rep he looked at his notes for the last refill and he had documented that he filled the pump with 20 cc of baclofen but updated the tablet to say 40 cc. It was reported that the issue was resolved at the time of this report.

Manufacturer narrative:
H3: device has been returned. Analysis is not yet complete. When analysis is complete a supplemental report will be sent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8637-40 pump: analysis identified the pump was not properly programmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative (rep) indicated that they did not have any answers for the questions. The rep was not notified of magnetic resonance imaging (MRI) around this time. They were only notified of the pump replacement on 2026-jan-06. Additional information received from a manufacturer representative (rep) indicated that they just found out that the patient did have magnetic resonance imaging (MRI) on (B)(6) 2026.